Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The patient's surgeon became aware of the pain at the pump site on (B)(6) 2017. The pump was removed on (B)(6) 2017 and purulent fluid was found around the morphine pump. No additional information was provided. No further issues were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (concentration 200mcg/ml at unknown dose), baclofen (concentration 200mcg/ml at unknown dose), and marcaine (concentration 12mg/ml at unknown dose) via intrathecal drug delivery pump for spinal pain. It was reported that the patient was having the pump removed due to pain in the abdomen at the pump site that was caused by the pump. The symptoms were sudden and the pain started 8 months prior to this report date. The patient inquired on what to do with the pump and patient therapy manager after the pump is explanted. Patient services reviewed options for disposal of the pump and reviewed that the patient therapy manager cannot be reused by the manufacturer and reviewed other disposal options. Patient services also reviewed options of the healthcare professional using the patient therapy manager for indigent patients. No out of box failure was reported. No medical or therapy problem associated with small parts were reported. The patient was redirected to follow up with the healthcare professional and would discuss disposal options. No further complications were anticipated.